Event description:
It was reported that during a follow-up, the physician received a shock from the programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.